Event description:
New information received indicates that programming changes were made. There were no patient consequences.

Event description:
New information received indicates that programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction - b5 - b5 should have included "new information received indicates that programming changes were made. There were no patient consequences."

Manufacturer narrative:
Correction: g3: date received by manufacturer should have been may 21, 2024 rather than may 24, 2024.

Event description:
It was reported that the pacemaker exhibited loss of capture on the ventricular channel. Programming changes were discussed but not made. There were no patient consequences.